Event description:
The customer reported that her reservoir was leaking. The customer stated that when she removed the reservoir to change it, she noticed that the reservoir compartment was damp.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.